Event description:
Related manufacturer reference number: 2017865-2022-42352. It was reported that a patient presented in-clinic. Upon examination, the patient's right ventricular (rv) lead was found to have exhibited low defibrillation impedance, resulting in the patient's implantable cardioverter defibrillator not delivering any high voltage output. This resulted in a sustained patient arrhythmia. Corrective programming changes were made. The patient was stable throughout.